Event description:
Device 1 of 2: reference MFR report; 1627487-2013-06428. It was reported the pt's ipg charger has been causing heating at the implant site for two years. The pt stated that the charger left a dark mark on his skin that did not go away for a week. Pt charges over his clothes. A new low energy charger was sent to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Device correction/removal reporting : 1627487-12192011-003-r. This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.